Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked from the bd venflon¿ pro safety peripheral safety IV catheter injection port during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "same problem as usual blood comes out of the injection port"